Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation was unable to determine a conclusive cause for the steerable guide catheter(sgc)cable break resulting in the inability to straighten shaft. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is being filed for the inability to straighten the steerable guiding catheter (sgc). It was reported that when loading the sgc, onto the guide wire when turning the +/- half a turn in the negative direction, the tip of the device was no longer responding. A cable break was suspected. A new sgc was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. The patient is stable. No additional information was provided.